Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the suspect device lot number and upn were not reported. Therefore, the manufacture and expiration dates are unknown. Block g2: literature source: mitsuru okuno "comparison of unilateral and bilateral intraductal plastic stent placement for unresectable malignant hilar biliary obstruction: a propensity score-matched cohort analysis" department of gastroenterology, (B)(6) hospital, (B)(6), japan, doi: 10.1002/jhbp.1399. Block h6: imdrf device code a0106 captures the reportable event of stent obstruction within device. Imdrf impact code f2202 captures the reportable events of the drainages and the endoscopic ultrasound-guided hepatic gastrostomies as endoscopic procedures.

Event description:
Boston scientific became aware of events involving flexima biliary stents through the article "comparison of unilateral and bilateral intraductal plastic stent placement for unresectable malignant hilar biliary obstruction: a propensity score-matched cohort analysis" by mitsuru okuno, et al. Per the article, between (B)(6) 2005 and (B)(6) 2022, study patients suffering unresectable malignant hilar biliary obstruction underwent plastic stent implant procedures. Among the procedures, there were (B)(4) patients implanted with a 7-fr flexima rx biliary plastic stent that potentially suffered an obstruction caused by stent sludge occlusion, drainage reinterventions and endoscopic ultrasound-guided hepatic gastrostomies, and cholecystitis. Please see the reference article for full details.